Event description:
Patient reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening. As per the investigation procedures creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: a.2, b.5, b.6, d.1, d.2a, d.2b, d.4, g.4, h.4, h.6.

Event description:
Patient reported, "rupture". Confirmed via MRI/ultrasound. This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: a.2, b.5, b.6, d.1, d.2a, d.2b, d.4, g.4, h.4, h.6.

Event description:
Patient reported "rupture" confirmed via MRI/ultrasound. This record is for the right side. Device was explanted.